Event description:
Continuous veno-venous hemofiltration (cvvh) prismax machine in use for cvvh in morning. System disconnected by rn at [time reacted] due to error messages from prismax machine "a system failure has occurred" and "debris in filter line" indicating that patient needed to be disconnected from cvvh machine. This machine was red-tagged and taken out of service. At this time, patient's medical team agreed to trial off continuous dialysis for short time, then ordered to restart cvvh around [time reacted]. When setting up new prismax machine, error message appeared again when ready to prime brand new circuit "a system failure has occurred" and "call service, discontinue treatment." "Call service before using the machine again." In the end, old machine brought to patient's room for use for cvvh, and both prismax machines pulled from circulation and red-tagged. Manufacturer response for dialyzer, high permeability with or without sealed dialysate system, prismax system (per site reporter). Baxter field service engineer (fse) came on-site and collected and examined log files found instance of t1816 multiple t2284 a b2084 and multiple t1625 alarms. Performed pressure sensor sst, pinch valve sst and return clamp sst successfully. Performed simulated therapy with auto effluent set with no unexplainable alarms. The machine has been placed back into service.